Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had not reported the symptoms. The customer treated with pump, emergency room, hospital, currently sryinges. Customer's blood glucose value was 600+ mg/dl at the time of the incident. Customer's current blood glucose value was 156 mg/dl. Customer stated that malfunctioning pump. Customer stated that was hospitalized for ketoacidosis for a week. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017. The blood glucose value when admitted to hospital was 600+ mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was ketoaciosis. The customer wearing the pump at time of hospitalization. The customer outcome of the hospitalization was treated with an insulin drip and discharged on (B)(6) 2017. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. Customer reports basal rates are programmed accurately. Customer declined to check their settings. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump passed the dat test at 0.08765 inches. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.